Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged severe cough, inflammation of the bronchus, headache. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer and found unknown white and black contamination (dust-like) at the air inlet of the blower box. Also, there were tiny black hairs or fibers at the air inlet of the blower box. Light dust-like contamination on top of the blower motor and the blower motor seal. Light gray film of unknown contamination in the bottom of the enclosure. Black contamination, consistent with keratin, at the air outlet of the blower box. Tiny unknown black and white specs of contamination on the bottom the blower box. The manufacturer found there was no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 0 errors. The device was applied power and the device operated properly. The manufacturer concludes multiple contamination of keratin, dust, hairs, unknown white and black contaminant, gray film, and black and white specs found were external to the device. The manufacturer concludes there was no evidence of sound abatement foam degradation.